Manufacturer narrative:
The device was manufactured between 02aug2022 and 04aug2022. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an exactamix 1000 ml eva tpn bag leaked. During media fill, a leak was observed originating from ¿the central butterfly port at the weld point where the butterfly is welded to the port tubing¿. There was no patient involvement. No additional information is available.